Event description:
Pt had poly core and tibial component revised due to loosening of tibial component after 12 years of use.

Manufacturer narrative:
Poly core and tibial component not returned for eval. Eval based on clinical report and x-ray images. Images showed some loosening around tibial component. Poly core replaced as part of protocol though some wear was reported.